Event description:
It was reported via medwatch report that the procedure was being performed on an (B)(6) male pt. The pt's arterial line was noted to have a crack at the catheter hub connection area. The line was placed in the operating room, therefore, no lot number is available. The nurse practioner removed the line at the bedside and all parts were intact.

Manufacturer narrative:
(B)(4). Sample will not be returned.